Manufacturer narrative:
Evaluation results: evaluation of the returned product confirmed the reported issue. The led red (suspend button) remains flashing even when the magnet is on the magnet plate. Afterwards the batteries were removed and reinstalled, the unit powers up and the suspend function works as it should. The returned magnet passes all functional tests. Note: instructions for use warning states: test the alarm and magnet for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or magnet do not function properly, remove the alarm and magnet from service and replace them with a properly functioning alarm and/or magnet. Ensure the led, indicating monitoring, is blinking green. (B)(4).

Event description:
Customer reported that the flashing red light remains red. Customer used the suspend button, removed the magnet, and reattached the magnet on the alarm, but the led light remains red. Customer did not know the date when the issue was discovered. No patient incident or injury was reported.